Event description:
The customer complained of questionable inr results for 2 patients from a coaguchek xs meter with serial number (B)(4) compared to the dade innovin laboratory method. From the data provided, 1 patient result was a reportable malfunction. The result from the meter was 4.1 inr. The dave innovin laboratory method result was 3.1 inr. The specific time of the testing was not provided, but it was stated that the time between the testing on the meter and from when the sample for the laboratory testing was drawn was within 7 hours of each other. The customer believed the laboratory result of 3.1 inr to be accurate. There was no treatment or change in dosage based on the meter results. There was no allegation of an adverse event. The customer's current condition was provided as normal. The patient's therapeutic range was 2.5 - 3.5 inr. The patient is anemic, but it was stated that their hematocrit is within range. No specific value provided. The patient is not on direct thrombin inhibitors, not on heparin therapy, no lupus, no new illnesses, has no antiphospholipid antibodies, no new medications, and no symptoms of bruising or bleeding. The patient did report that they are drinking more tea. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 294947) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr , donor 2 inr: 2.0 inr, donor 1 hct: 45%, donor 2 hct: 50%, donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with customer strips: 2.3 inr , donor 2: retention meter with masterlot strips: 2.0 inr, customer meter with customer strips: 2.0 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result alleged by the customer was not observed in the meter¿s patient result memory. The investigation was unable to find a definitive root cause.